Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 132 ohms. Technical services recommended to consider increasing the upper rate limit to 150 ohms and if another alert comes across then would suggest performing a commanded shock. At this time, the rv lead remains in service. No adverse patient effects were reported.